Manufacturer narrative:
Analysis received the unit with button error alarm and no button response due to moisture damage to the keypad traces. Analysis was unable to performed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's grandmother reported via phone call that they received a button error alarm and had high blood glucose levels. The customer's blood glucose was 373 mg/dl at the time of incident. The insulin pump will be returned for analysis.